Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The product was received with the bottom of the outer peel pack unsealed. There was no pt contact or any pt injury. There was no delay in surgery.